Manufacturer narrative:
The t:flex pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple auto-off alarms. The customer's blood glucose level was in the upper 200's (mg/dl) to the low 300's (mg/dl) and it was addressed with a bolus. Tandem's technical support educated the customer on the alarm and recommended for the customer to contact their healthcare provider before modifying the setting.